Manufacturer narrative:
Based on the claim against the product by the customer noting a head sensor obstruction, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the head sensor to resolve the issue. The system was tested and verified as ready for use.the affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The root cause cannot be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lympadenectomy surgical procedure, system displayed a message ¿obstruction on surgeon side console (ssc) head sensor ¿. The technical support engineer (tse) checked the logs and found error 508 and requested the caller to check for possible obstruction, to clean the cover sensor and reboot the system; however, the issue persisted. The tse advised to use the other ssc. The customer confirmed that the issue was resolved when connecting the second ssc and is starting the procedure, robotically, as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without errors.